Event description:
(B)(4). It was reported that during a stenting treatment procedure, a vessel dissection occurred. The patient presented due to non-q wave non-st elevation myocardial infarction and unstable angina. The first 75% stenosed and 8mm long bifurcated target lesion was located in the mid left anterior descending (lad) artery with a reference vessel diameter of 2.5mm. The second 75% stenosed and 8mm long bifurcated target lesion was located in the 1st diagonal artery with a reference vessel diameter of 2.5mm. An attempt to pre-dilate the first and second target lesions was made using two different 2.5x12mm apex balloons. The physician observed a limited dissection which threatened to reduce flow down the lad and threatened closure. The threatened closure of the lad was treated with deployment of a 2.25x16mm taxus liberte stent covering the first target lesion located in the mid lad, resulting in 0% residual stenosis. The second target lesion located in the 1st diagonal was treated with deployment of a 2.25x12mm taxus liberte stent, resulting in 0% residual stenosis. The patient was discharged two days later on aspirin and prasugrel. Additional information has been requested and is not available.

Manufacturer narrative:
Patient identifier: (B)(6) device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).